Event description:
It was reported that during the implant procedure, the helix of right ventricular (rv) lead would not extend. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.